Manufacturer narrative:
H.6. Investigation: four photos and three samples were received by our quality team for evaluation. From the photo, white specks were observed in the barrel. Visual inspection of the received samples showed two samples with foreign matter on the barrel and one sample with no foreign matter on the barrel. Therefore, the investigation was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The two samples with foreign matter was sent for microscope fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. The results of the first sample showed the foreign matter matched with a mixture of polypropylene and protein / amide-based compounds. Polypropylene is from the syringe material and zein is a type of protein and can further process into resins and other polymers which has been used in the manufacturing of a wide variety of commercial products. The probable cause of this embedded foreign material could be a result of degraded polypropylene in the injection screw of the molding machine. The results of the second sample showed the foreign matter matched with that of poly(isobutyl methacrylate). These compounds are commonly used in adhesive formulation and acrylic plasters, which matches with the barrel printing ink. The probable cause of this foreign matter could be due to ink transfer from the printing pad. There is a currently a yearly preventative maintenance to clean the injection screw. A two monthly preventative maintenance for the syringe molding press has been added as well as an enhanced cleaning to the injection screw.

Event description:
It was reported that white and black specks were found in 3 bd plastipak¿ luer-lok¿ syringes before use. The following information was provided by the initial reporter: "white and black specks".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that white and black specks were found in 3 bd plastipak¿ luer-lok¿ syringes before use. The following information was provided by the initial reporter: "white and black specks".